Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis was stuck at the application screen with an initialization error. Afield service engineer (fse) attempted to detach the smart remote manager and rebooted, but the issue remained. After logging in as cfn admin, none of the drawers appeared in the hardware test application (hta). All firewalls were found enabled, so the fse turned them off and rebooted, but the issue persisted. The comm sled showed no lights, and a sizzling sound with a spark was observed. There also appeared to be some liquid, possibly orange juice found under the e compartment. The fse replaced the comm sled, but it continued to fail in the hardware test application. The fse then disconnected the internal pyxibus cables and later swapped the power supply and aio (all in one) before rebooting again. The comm sled still did not appear in the hardware test application. The fse replaced the docking board again and rebooted. The comm sled then appeared in the hta. The fse tested each component in the hta while reconnecting and rebooting the components. After launching the application, the system functioned properly and nurses were able to access pyxis without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, application was not launching. Error initializing device manager, failed hardware notice related to fridge. Customer tried to reboot the station, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.